Event description:
The pt's condition prior to the procedure was unstable with an acute mi. The wiktor stent was deployed at 8 atm successfully, however during the 2nd post dilatation the balloon burst at 14 atm (6 atm above rated). A balloon pump was already inserted when the physician noted ventricular fibrilation, low blood pressure and a perforation of the artery. The pt was scheduled for surgery however, her condition improved and no surgery was performed. The pt's condition post procedure is stable.